Event description:
Customer reported receiving erratic readings from their precision xtra meter and self administered with insulin accordingly. Customer reported experiencing symptoms of hypoglycemia and, drinking juice to counteract her symptoms. Paramedics were called and treated customer with glucose orally. Customer was the taken to kimball hospital, where she was being diagnosed with severe hypoglycemia and treated with intravenous fluid, then admitted to the hospital. In addition, customer reported using expired test strips. There is no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.